Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for intractable pain. It was reported that stimulation suddenly turns off. The environmental, external, and patient factors that may have caused the event were that device malfunction was possible; controller and recha rger malfunction was suspected. The usage status was checked during the outpatient follow-up. It was confirmed that it was off when charging was performed. The patient insists that the patient did not turn it off. The controller and recharger would be replaced with replacement products in the future. The issue was not resolved at the time of the report. The physician's opinion regarding the causal relationship was possible product malfunctions. No health damage was reported. Additional information was received. It was reported that the cause of the issue was unknown. The manufacturer representative (rep) is now following up and watching the condition since the replacement of the controller and recharger. It was noted that the controller and recharger would be replaced on (B)(6) 2023. The controller and recharger were not yet in medtronic possession at the time. Additional information was received. It was reported that the cause of the stimulation suddenly turning off was not determined. The controller and recharger were replaced on dec/8 and keeping to watch and follow up will be continued until the next outpatient medical consultation.

Manufacturer narrative:
G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.